Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain. The patient's catheter was dislodged. A catheter revision was done and a new distal section of catheter was attached. The physician reduced the patient's morphine dosage by 50%. The patient did well intra-operatively and post-operatively.